Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   A zmr femoral stem, zmr femoral body, and a versys femoral head were returned. There was no sign of metallosis on the taper surface. No other damages were noted. DHR was reviewed and no discrepancies relevant to the reported event were found. The received additional information does not change the final conclusions of previous investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of revision op note dated jan 18, 2017 demonstrated brownish discoloration from metallosis. Proximal portion what pulled out after noting the screw was spinning but did not have purchase. Proximal portion of the distal stem was broken with the proximal portion of the distal stem jammed in the proximal body. The rest of distal stem was solid and ingrown and the decision to retain distal stem was made preoperatively with patient. Stryker acetabular components were evaluated and retained. New stryker liner was placed. Although the most proximal portion of distal stem had broken off into old body, there was some remaining that could engage the body. Bone cement was mixed and placed into the proximal femur and down to the stem and then into the new body. Pushed down and impacted into the distal stem. The cement squeezed around the body inside and around the most proximal portion of the distal stem and into the hold on top of the body and interdigitating into the greater trochanter of the femur so that it would have debility, keeping it from separating from the stem and providing rotational stability. Patient had 90 degrees of flexion with 25-30 degrees of internal rotation before dislocating. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper p/n 00801804002 l/n 61067666. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was not able to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 2 of 2 mdrs filed for the same event (reference 0001822565-2017-00513).

Event description:
Patient¿s hip was revised approximately six years post-implantation due to implant fracture of the femoral component. The femoral stem, proximal body, and modular head were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient¿s hip was revised approximately (B)(4) years post-implantation due to metallosis, proximal femoral stem loosening and distal femoral stem fracture. The proximal femoral stem modular head were revised.